Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. The ventricular lead pacing impedance trend data is highly variable with measurements within a normal range along with intermittent measurements of less than100 ohms up to greater than 9999 ohms throughout the record. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular high rate episodes recorded with apparent non-physiological oversensing are seen on the electrograms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a device interrogation showed that the right ventricular (rv) lead had no capture at maximum pulse width and was not sensing at maximum sensitivity. The lead also had high impedance indicating a possible fracture. The patient stated that they felt muscle stimulation when seated and slouching forward and it was noted that the patient was bradycardic. Stored electrograms revealed episodes of noise oversensing. During the lead replacement procedure a piece of the leas was found to be separated from the remaining lead body. The lead was partially explanted no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.